Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant products: (B)(6) - 02-010-03-0240 - logic cr femoral cem, left, sz 4; (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 02-012-49-4011 logic cr tib insert slope++, sz 4, 11mm.

Event description:
Legal case - USA: patient ID: (B)(6) lk rev. Additional information from duplicate (B)(4), 1/14/2025: this patient is verified left knee on (B)(6) 2017 at (B)(6) hospital. Records received from (B)(6) hospital by way of patient obtaining the parts labels- optetrak logic tibial insert, serial # (B)(6). He had left knee revision (B)(6) 2023 with dr (B)(6). From revision op report: x-rays did show substantial evidence of wear as well as osteolysis particularly involving the lateral aspect of the distal femur. There was abundant synovitis evident throughout the knee. This was while synovitis. No purulence. Synovectomies were performed as noted above. Cultures were obtained on initially entering the joint as well. The polyethylene liner was removed. This showed substantial wear particularly involving the posterior aspect of the polyethylene. Particular attention was paid to the femur as there was marked osteolysis in this region. However, there was no gross evidence of loosening. In spite of vigorous impaction, there is no evidence of any movement of the distal femur. Similar findings were made with respect to the tibia. Preoperative x-rays did show acceptable position of the components. In addition, patient was largely asymptomatic with respect to this knee. Given this information, I did feel that retention of the components was appropriate. Attention was turned towards the patella. There was mild central patellar wear. Given the implant involved, I did feel that patellar revision was warranted as well. The patient was then woken from sedation and transferred to recovery in stable condition. Original description summary: as reported, approximately 6.5 years post initial left tka, the patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. Full revision. The patient had revision surgery and underwent a poly tibial insert (truliant crc tibial insert crc size 4, 12mm) swap and patella (optetrak 3 peg patella cemented 32mm) implant swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 79 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, instability, failure of implant, joint laxity, osteolysis, pain, swelling/edema and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.